Manufacturer narrative:
The pump received with no button response due to corroded keypad traces. No ramping numbers on or scrolling bar moving anomaly noted. No blank display or damage inside pump noted. Analysis was unable to verify for failed battery test or battery out of limit due to no button response. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display, keypad anomaly, failed battery test. The blood glucose at the time of the incident was 225 mg/dl. The customer entered there bolus and the numbers began to scroll. The customer removed the batter and reinserted, but the display did not return. The battery was removed again and the pump alarmed failed battery test. Finally the battery was changed and the display did not return. Troubleshooting was performed and the display did return. However, the keypad was still ramping up. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.